Manufacturer narrative:
Device was received with a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, insulin pump was received with a constant pump error 38 alarm during the rewind due to corroded motor home switch. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that the insulin pump rewind but unable to clear the alarm. Customer stated that the insulin pump has cosmetic damage. Customer stated the insulin pump does not show signs of physical damage. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.